Event description:
It was reported that the screen on quick bolus button has stopped working. No impact to customers' blood glucose level.

Manufacturer narrative:
The device has not yet been received for evaluation. Should additional info be received a supplemental form will be completed. T: slim user guide indicates, pump is to be used with individuals 12 years of age and greater, patient is (B)(6).